Manufacturer narrative:
Summarized patient complications of amplatzer pfo occluder procedure were reported in a research article in a subject population with multiple co-morbidities including hypertension, hypercholesterolemia, diabetes, smoking, asthma, hypothyroidism, depression, prior stroke, migraine, white-matter lesion on cerebral MRI, deficiency of anti-thrombin iii, factor v leinden, antiphospholipid or anticardiolipin, and hyper-homocysteinemia. Residual shunt was reported as a complication. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "long-term impact of transcatheter closure interatrial shunts on disabling migraine".

Event description:
The article, "long-term impact of transcatheter closure interatrial shunts on disabling migraine", was reviewed. The article presented a retrospective, single center study to analyze the long-term (>10 years) effects of interatrial septal shunt repair on disabling migraine performing a retrospective non-randomized study. Devices included in the study were amplatzer pfo occluder, amplatzer multi-fenestrated cribriform occluder, an amplatzer septal occluder, and a sjm premere pfo occluder. The article concluded that device-based repair of pfo/asd in patients with migraine was associated with abolition of aura and symptoms reduction in the long-term period. [The primary and corresponding author was (B)(6)]. The time frame of the study was from 2006 to 2018. A total of 72 patients were included in the study, of which all received an abbott device. For patients in the pfo group, the average age was 40 years and the majority gender was female. For patients in the asd group, the average age was 38 years and the majority gender was female. Comorbidities included hypertension, hypercholesterolemia, diabetes, smoking, asthma, hypothyroidism, depression, prior stroke, migraine, white-matter lesion on cerebral MRI, deficiency of anti-thrombin iii, factor v leinden, antiphospholipid or anticardiolipin, and hyper-homocysteinemia.